Event description:
Twenty four hours after patient treatment with juvederm ultra plus in the nasolabial folds and labial mandibular folds, the patient called the injecting physician to report the follow symptoms: swelling and redness to the cheeks; swelling the upper lip; pain in the nose area; and bruising in the upper lip including the mucous part of the upper left lip. The swelling and bruising in the upper right lip resolved the next day. The physician noted a tiny pinpoint dot at the top of the left. Nasolabial fold. The physician prescribed levaquin 500 mg.